Event description:
Additional information received notes that the death was not related to the device. The patient had a pea arrest and was found unresponsive at home. She was taken to ER where she was intubated, resuscitated, and arrested again. The family initiated a dnr. The patient was taken off all medications, extubated and expired.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
(B)(4).